Manufacturer narrative:
The device broke intra-operatively and was not implanted or explanted. (B)(6). Corrected data: (city). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight is not available for reporting. (B)(4). Expiration date unknown (10) lot number unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unspecified surgery, two screws broke below the screw heads and couldn¿t be fully inserted. The broken shafts were removed. It was noted that the screws were from different packages. The surgery was completed successfully using spare screws. There was no surgical delay and no adverse consequence to the patient. This report is 1 of 2 for (B)(6).